Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, between 11/28/2015-6/30/2016:ems to ed to hospital admission ¿ sudden onset full body tremors, fever, leg cramps, low back pain, headache, nausea, worsening fatigue. Uti (+) e.coli, symptomatic pyelonephritis (uti with sepsis). Uti, urinary frequency. Cystogram ¿ normal, renal ultrasound ¿ mild splenomegaly, otherwise normal. Protrusion of aris/coloplast into urethra with embedded calculi, continued sui, recurrent uti, dysuria. Partial excision of protruded aris/coloplast, removal of embedded calculi, cystoscopy. Intraoperative findings: inflammatory response around urethral area in the vaginal mucosa, tilting of urethra, multiple very small calculi embedded into aris/coloplast (some able to be removed), aris/coloplast totally embedded into urethra (small amount of protruded portion able to be removed), some visible protruded aris/coloplast remained postoperatively, grade 1 cystocele, grade 2 rectocele. Ed visit ¿ right lower back (flank) pain x 2-3 days, urinary frequency, nausea, chills. CT abdomen/pelvis ¿ normal. Uti (+) group b strep with pyelonephritis. No other adverse patient effects were reported.